Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that while attempting to deliver a promus stent to the distal circumflex (cx), the stent dislodged from the balloon and remained in the left main. This pt had a prior stent (4.0x12) from another company implanted in the left main. The case started off delivering a 2.5x10 angio scope to the cx, which they ballooned and removed. Upon delivery and removal, there were problems with the angio scope getting it in. When advancing the 2.5x18 promus stent delivery system (sds), it would not advance pass the previously implanted stent. The sds was pulled back, and had trouble with that. That was when stent came off the balloon catheter. Another company's 1.5x15 balloon was then advanced and inflated distal to the dislodged stent and through the stent strut, and was inflated beyond the stent. The balloon catheter was then pulled back to capture the stent into the guide catheter. A snare was used to fully retrieve the stent. Reportedly, the pt is doing fine. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the sds was not returned. Only the stent implant was returned with blood on the stent implant. The stent implant was dislodged from the balloon. The struts at the middle portion and distal end of the stent implant were stretched and crushed. The struts in the proximal end of the stent implant were mangled. The stent implant was returned attached to a snare device. There was no other damage noted to the stent implant. The protective sheath was not returned. Dimensional testing could not be done due to the damages to the stent implant as noted. Product performance engineering was unable to complete the eval or the event at this time of this report. Results and conclusions will be forwarded upon completion.